Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose. The customer¿s blood glucose was 2.2 mmol/l. No details regarding symptoms or treatment methods were provided. Troubleshooting did not occur. It is unknown if the auto mode feature was active and automatically adjusting insulin during the incident. The device will not be returned for the analysis.